Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was approximately 375mg/dl. After the alarm, insulin delivery was resumed and the customer successfully administered a correction bolus to address their bg level. The customer's bg level decreased to 288mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and declined a follow-up.